Manufacturer narrative:
Other relevant device(s) are:endurant journal article: type 2 endoleaks: common and hard to eradicate yet benign? Authors: meng loy l, ming ER chua j, tec chong t, tar toong chao v, gillan irani f, damodharan k, leong s, chandramohan s, venkatanarasimha n, patel a, hiong tay k. Cardiovascular interventional radiology (2020) 43:963¿970. Https://doi.org/10.1007/s00270-020-02497-3. Event date: publication date. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received the following information from a journal article. An endurant stent graft system was implanted in the endovascular treatment of a 60mm abdominal aortic aneurysm on an unknown date. There was no endoleak detected on completion angiogram. It was reported that at one-month follow-up a type ii endoleak arising from the lumbar arteries, was observed on CT scan. The maximum aneurysm diameter had decreased to 57mm. At 1 year post the index procedure, the sac diameter had increased to 63mm. Transarterial embolisation of the type ii endoleak was performed using microcoils; however, the endoleak was persistent on follow-up cta. Following this, a type ia endoleak was detected and the aneurysm diameter increased to 77mm. Intervention was performed for both endoleaks, an aortic cuff was implanted as a proximal extension and direct sac puncture for translumbar embolization was also completed. Despite this the endoleaks persisted and the aneurysm sac continued to increase to 101mm. The patient experienced an aneurysm rupture complicated by an aortoenteric fistula and subsequently expired.